Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 16.310.903.0002 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a "fail 16.310.903.0002." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.